Manufacturer narrative:
The device has been returned, but inspection results are not yet available. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to an olympus distributor the high definition lcd monitor had no image display on the monitor. It is unknown when the event occurred, but the customer noted the intended procedure was diagnostic and there was no patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h4, h6, h10 corrected fields: e1 (phone number). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image occurred due to printed circuit board failure. Olympus will continue to monitor field performance for this device.